Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified left anterior descending artery (lad). A 2.50 x 8 synergy ii drug eluting stent was selected for use and advanced but was caught in a piece of calcium and was lifted. The entire stent delivery system was removed without issue and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There was a stent strut damaged and lifted distally in the first proximal row of stent struts. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified left anterior descending artery (lad). A 2.50 x 8 synergy ii drug eluting stent was selected for use and advanced but was caught in a piece of calcium and was lifted. The entire stent delivery system was removed without issue and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.